Manufacturer narrative:
Investigation results: visual investigation: the investigation was carried out visually and microscopically. Here we found a deformed ball retainer of the rod. Additionally we detected a cracked blue ceramic and a broken off part. Furthermore we made a visual inspection of the broken off jaw. We discovered a visible damaged, cracked grey ceramic and a gap. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The review of risk assessment revealed that the overall risk level (severity 4(5) x probability of occurrence 2 (5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Investigations lead to the assumption that the deformed ball retainer of the rod, the visible damaged and cracked ceramic parts and the broken off jaw were caused by an improper handling due to a mechanical overload situation. Based upon the investigations results a CAPA is not necessary.

Event description:
Involved components . Pm450r - handle for bipolar instruments - unknown. Pm973r - insulated outer tube 5/5mm 310mm - unknown.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with pm433r - jaw ins.bip.macro forceps d:5/310mm. According to the complaint description, during an operation a part of the device was broken. The surgeon stopped the operation immediately and carefully pulled out the broken part from the abdominal cavity. No injury was caused to the patient from that action. The surgeon used another device and the operation was completed successfully. Additional information was not provided nor available / was not available. The adverse event is filed under aag reference (B)(4). Involved components pm450r - handle for bipolar instruments - unknown pm973r - insulated outer tube 5/5mm 310mm - unknown.